Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number: (B)(6), and the reported events (infection, anemia, and patient condition) could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number: (B)(6). The heartmate 3 left ventricular assist system instructions for use, rev. G, contains the following information: section 1 lists infection and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Information regarding the recommended anticoagulation therapy and international normalized ratio range is also included in this section. Care instructions regarding preventing infection are provided in various sections of this document. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27jul2016. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 due to worsening general condition with cough, fever, dyspnea with breath-cough-dependent thoracic pain and greenish sputum. Covid test was negative. On (B)(6) 2021, a driveline smear test showed staphylococcus epidermidis, staphylococcus aureus, and corynebacterium amycolatum. The patient was treated with antibiotics and regular dressing changes. A chest x-ray, electrocardiogram, nasal oxygen therapy, and inhalation were also done to treat the event. On (B)(6) 2021, the patient's international normalized ratio was 5.6 and hemoglobin value was 7.9 g/dl. Lab results showed that the patient had anemia that required a blood transfusion. Gastroscopy showed hemorrhagic gastritis and the patient was given proton pump inhibitors to protect the stomach. The bleeding event was considered resolved/recovered on (B)(6) 2021.